Event description:
It was reported that during the implant procedure the r waves were noted to have decreased and the right ventricular lead was confirmed to have displaced. The lead was repositioned and remains in use. Upon attempting to connect the lead to the implantable cardioverter defibrillator (ICD), the physician was unable to screw in the setscrew on the device to connect the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. The returned device was found to have foreign material on the set screw. (B)(4).